Manufacturer narrative:
The device was returned and the evaluation found the age of the starter and the wear of he light connector contributed to the device performance. It was noted that a third party lamp and third party repair had been performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited difficulty igniting the lamp: the starter of the lamp was found out of order. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the lamp ignites with difficulty occurred due to failure of lamp starter. Olympus will continue to monitor field performance for this device.